Event description:
Durinng a lap cholecystectomy procedure, the doctor was applying a cilp on the cystic artery. He loaded the clip into the housing, fired. Three firings worked fine. After 3rd firinf, fired and part of the top triangle covering on the device cracked off (cam). Tried to deploy another clip and the clips did not form. It just spit the clip out not formed. Finally pulled a new one to complete the procedure. No performing a cholangiography. Faulire occur under normal applications circumstances, no firing across clips. No pt consequence.